Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 117 mg/dl using truemetrix meter and 220 mg/dl using doctor's device. The customer is also concerned results obtained of 93, 110, 98 and 85 mg/dl, even though they are within her expected range. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer needed assistance to perform tests and did not have any one there to help. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 06/28/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): result 1 :93mg/dl date:(B)(6) 2018 time:11:51am fasting, result 2 :110mg/dl date:(B)(6) 2018 time:12:09pm fasting, result 3 :98mg/dl date:(B)(6) 2018 time:12:21pm fasting, result 4 :117mg/dl date:(B)(6) 2018 time:11:00am fasting, result 5 :85mg/dl date:(B)(6) 2018 time:10:08pm fasting.